Event description:
The PICC line was placed via the left arm in 2001. Two days later, patient had symptoms of edema from site to hand. Ultrasound confirmed dvt of subclavian, basilic and brachial vein. Patient was treated with lovenox.